Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: 967603.

Event description:
Manufacturer ref#(B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the nozzle unit and pressure transducer printed circuit board (pcb) were defective and in need of replacement. Replacement of the defective parts solved the issue. No log files have been provided. The plastic nozzle unit contains a valve diaphragm. The valve diaphragm, controlled by the inspiratory solenoid, regulates the gas flow through the gas module. The complete plastic nozzle unit must be replaced during preventive maintenance. The pressure transducers checks that the measured pressure values differ less than 10 cmh2o between inspiratory and expiratory pressure transducers. No parts have been returned for further investigation. According to the received information, the cause of the issue has been determined and was related to the defective parts. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model # were required. D1 ¿ brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s. Corrected version or model #: 6640440.